Manufacturer narrative:
Fields changed: date of report, date received by MFR, type of report, type of reportable event, follow up type, evaluation codes, usage of device. A complete manufacturing and material records review for the device (model: pvs25, sn:(B)(4) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the available information, the root cause of the event reported cannot be definitively stated. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Livanova is providing a corrected section e. Upon notification, this event was mistakenly associated with the wrong healthcare facility information due to a clerical error. This information has now been corrected in this report. Livanova would like to clarify that the reporting activity is not otherwise impacted by this corrected information. The description of the event, investigation performed, and root cause analysis remain unchanged as a result of the discrepancy noted.

Manufacturer narrative:
As the device was not explanted, no device investigation can be performed and the root cause of the event cannot be determined. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. If additional information will become available, a follow up report will be submitted. Device not explanted

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2019, a patient received a perceval pvs25 in aortic position. No concomitant procedures were performed. The patient received a permanent pacemaker on 15 oct 2019 due to an atrio-ventricular block grade iii, indicated as a new conduction abnormality. The patient was discharged on (B)(6) 2019 with a good device functionality (no central/perivalvular leaks, mean gradient 14mmhg). No adverse events are reported in the database for this patient.